Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-11. Investigation summary: bd received samples and a photo for investigation. Unfortunately, the samples were received at the manufacturing plant and misplaced. Therefore, the investigation was carried out on the photo and retained samples from bd inventory. The photos were reviewed and the indicated failure mode for 'closure separation' with the incident lot was observed. Twenty-four (24) retention samples from the incident lot were evaluated by functional testing and the issue of 'closure separation' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the rubber stopper remained in the tube (stopper/shield separation). This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the cap separated and could have broke the instrument probe.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for 'closure separation' with the incident lot was observed. Additionally, 24 retention samples from bd inventory were evaluated by functional testing and the issue of 'closure separation' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the rubber stopper remained in the tube (stopper/shield separation). This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the cap separated and could have broke the instrument probe."